Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear which may be secondary to medial-lateral instability within the knee joint and femoral loosening as reported. However, the femoral loosening and source of instability cannot be definitively confirmed and potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. D10: (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Event description:
As reported, the patient underwent an initial total knee arthroplasty. Five years later, radiographs showed polyethylene asymmetry. The patient reported knee discomfort. Osteolysis was observed in the femur, affecting the anterior flange and the condyles. Two years later, imaging (cat scan and bone scintigraphy) revealed osteolysis, instability, and femoral component loosening. Two years later, revision surgery was performed using competitor sleeves. No relevant medical history provided.